Event description:
Treatment also included aspirin and unspecified surgical intervention.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient had a seizure and experienced neurological dysfunction on (B)(6) 2016. A computed tomography (CT) scan was done, and the patient was found to have an intracranial bleed and surgical intervention was required. The patient had been on warfarin, heparin, and aspirin at the time of the event. It was reported that the cause the event was unknown. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2017 when the patient ultimately expired. The heartmate ii lvas IFU lists bleeding, stroke, and neurologic dysfunction as adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that computed tomography was performed. The patient was on warfarin, heparin and aspirin (acetylsalicylic acid) at the time. Surgical procedure was performed. The patient also experienced driveline infection, bacterial infection. Surgery and drug therapy were performed. This was considered to be device related. The patient ultimately passed away on (B)(6) 2017. Primary cause of death was infection, reportedly. The death was not considered to be device related. The device was operating as expected. The death was previously reported under MFR# 2916596-2017-02598.

Manufacturer narrative:
Section g2 correction. Section h6 correction: health effect - impact code 4639 - imaging required added. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had neurological dysfunction. The patient experienced a seizure and had an intracranial bleed over 24 hours. A computed tomography scan was done to diagnose the event, and at that time the patient was on warfarin. Heparin was given to treat the event.